Manufacturer narrative:
Correction- b1, h1: on return of device 26may2021, the complainant returned one mpis-501-10.0-sc-nt-sst in original packaging to cook for investigation. Physical examination of the returned device showed: one unused device returned. Inspection found the package was opened at the bottom seal. Frosting on the clear film confirms the package was sealed at one time. There is no evidence from device failure analysis that the complaint was manufactured out of specification. There is no evidence to suggest that the observed device failure would be likely to cause or contribute to a death or a serious injury if the failure were to recur. Furthermore, there is no evidence that the device caused or contributed to a serious injury, as no life-threatening or permanently impairing injury took place, nor was intervention taken as a result of the device failure which would be required to prevent permanent impairment or damage to the patient. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction.

Event description:
No new patient or event information to report.

Manufacturer narrative:
Reporter name and address: street: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, when a micropuncture transitionless stiffened cannula access set was removed from the storage bin for an unspecified procedure, the device slid out of the package. It was observed that the package had not been sealed (reference patient identifier (B)(6)). They examined their inventory and found four more packages that had not been sealed (reference this report). The procedure was completed with another same type device from a sealed package. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.